Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, the subject kora 250 sr serial number (B)(4) was implanted in the patient. Late in (B)(6), the patient was hospitalized since a pacemaker pocket infection was suspected. On (B)(6), the whole system was explanted. On (B)(6) a replacement was performed, the patient was implanted with a new system.